Manufacturer narrative:
It is unknown if the initial reporter is a health professional. The event is currently under investigation.

Event description:
(B)(4). The stent was placed and removed nine days later. The patient complained of pain while the stent was in. The stent had a small kink at one of the curls at the end of the stent.

Manufacturer narrative:
Investigation - evaluation: a review of the specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device confirmed that there was a small kink in the stent. There is no evidence to suggest the product was not made to specifications. Review of device history and non-conformances was not possible as the lot number was not available. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.